Event description:
Flow transducer on expiratory side has failed twice in the hospital. Expiratory tidal volume decreases, beginning after 15 minutes from power on. No report of patient involvement can be obtained. Final details received 12/21/2001.